Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a water leak occurred in an mr290v vented autofeed humidification between the chamber and the water feed tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that the feedset tube was pulled out of the chamber dome. Glue was found around the feedset tube and the port in the chamber dome. A lot check revealed one other complaints of this nature for lot 120412. Conclusion: the damage observed on the returned mr290v vented autofeed humidification chamber was most likely caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that the damage to the feedset tube occurred after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."